Event description:
It was reported the device was difficult to advance and kinked. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected for use. Upon arrival in the procedure room, transesophageal echocardiography (tee) revealed a left atrial appendage with chicken wing shape morphology and distal pectinations, measuring 12-15 mm depending on angulation. A postero-inferior transseptal puncture (tsp) was performed, and access to the appendage was achieved without complications. A 20mm wds was selected and prepared. During sheath deployment, significant mitral impingement occurred after full release, prompting recapture to the flex ball configuration. Due to the challenging morphology, the physician attempted deeper positioning by withdrawing the wds from the truseal was sheath and using a pigtail catheter for guidance. This maneuver was repeated three (3) times; on the final attempt, resistance was encountered while advancing the wds. The physician cut the petals of the delivery system to facilitate advancement, but this was unsuccessful. The wds was removed and found to be kinked at its mid-portion. A backup device was requested but was unavailable, which had not been communicated prior to the case. The procedure was canceled as no other device was available. Upon removal of the truseal was sheath, additional kinking was noted, which was believed to have caused the wds device damage.

Event description:
It was reported the device was difficult to advance and kinked. A left atrial appendage closure (laac) procedure was being performed. A watchman truseal access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) was selected for use. Upon arrival in the procedure room, transesophageal echocardiography (tee) revealed a left atrial appendage with chicken wing shape morphology and distal pectinations, measuring 12-15 mm depending on angulation. A postero-inferior transseptal puncture (tsp) was performed, and access to the appendage was achieved without complications. A 20mm wds was selected and prepared. During sheath deployment, significant mitral impingement occurred after full release, prompting recapture to the flex ball configuration. Due to the challenging morphology, the physician attempted deeper positioning by withdrawing the wds from the truseal was sheath and using a pigtail catheter for guidance. This maneuver was repeated three (3) times; on the final attempt, resistance was encountered while advancing the wds. The physician cut the petals of the delivery system to facilitate advancement, but this was unsuccessful. The wds was removed and found to be kinked at its mid-portion. A backup device was requested but was unavailable, which had not been communicated prior to the case. The procedure was canceled as no other device was available. Upon removal of the truseal was sheath, additional kinking was noted, which was believed to have caused the wds device damage.

Manufacturer narrative:
Media evaluated by bsc quality engineer: media from the clinical procedure was provided and reviewed by a member of the bsc complaint investigation site. The media provided was of ten (10) photos that depicts the sheath kinked. Three photos depict the sheath kinked confirming the reported sheath kink. Two photos depict the product labels. Four photos depict the access system kinked. One photo depicts the tri-cuts cut off. Media review confirms the reported sheath kink.